Event description:
It was reported during a laparoscopic appendectomy that occurred between 11/3/97 and 11/7/97 the surgeon closed the trigger over the pedicle and tried to fire the ets but could not. The nose of the reload was not visible under the pedicle. The nurse thought there might be too much tissue in the jaw and suggested repositioning. The surgeon opened the instrument and pulled back and noticed at that time the reload was partially out of the jaws. The surgeon decided to open and the case proceeded without incident. Ors, stated they would have to open anyway.